Event description:
I've been using my phillips dreamstation CPAP machine (serial number (B)(4)) since approximately (B)(6) 2018. Last year, over the course of a few weeks, I suddenly noticed a black, powdery substance on my CPAP filters and accessories after use. The black, powdery substance was present on my face, in my nosepiece, in the tubing, and in the disposable and non-disposable filters. I've washed the non-disposable filter, (which still remained black after washing) and the tubing with dawn dishwashing soap and water, then let air-dry before use. I immediately disposed of the black disposable filter, replacing it with a new filter. This happened over the course of a few weeks, then resolved. There was nothing near my CPAP machine that would cause it to malfunction like this as it was placed on my nightstand, next to my lamp and phone charger. I live in (B)(6), so my windows are closed as the air conditioning is almost constantly running. I currently experience shortness of breath on exertion. FDA safety report ID# (B)(4).